Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was deemed unrepairable and the customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is repeatedly powering itself off and back on and will not stay powered on. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device is repeatedly powering itself off and back on and will not stay powered on. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to the user interrupting the device's software update by opening the lid.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is repeatedly powering itself off and back on and will not stay powered on. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.